Manufacturer narrative:
(B)(6). (B)(4). Event is still under investigation at this time.

Event description:
Information was provided that during a procedure, the tip of the introducer broke off inside the patient. The physician endovascularly removed the broken tip with a snare. No adverse consequence to the patient reported.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), trends, quality control, and visual inspection of the returned device was conducted during the investigation. The distal tip of a high flex ansel sheath was returned for investigation. The tubing was frayed at the separation site. A kink was observed 1 cm from the distal tip and another 6.5 cm from the distal tip. The tubing consists of a nylon radiopaque laminate tubing (nrlt) tip and two types of nylon natural non-radiopaque tubing (nynt). The separation was confirmed to occur at the bond between the two types of nynt materials. Design verification has confirmed tensile requirements per iso 11070. A characteristic of an insufficient bond melt would be a smooth separation site. Because the tubing was frayed, it is feasible to suggest that the device was manufactured with a sufficient bond melt. The kinks observed in the sheath tubing were likely caused by the snare during retrieval of the tip. It is possible that the patient's calcified/tortuous anatomy could have contributed to damaging the device, thus leading to the reported separation. It was reported that only a wire guide had been in place at the time of sheath removal. Per the IFU, the introducer dilator should be inserted when removing the sheath. Therefore, the root cause of this event was determined to be product use or handling related - did not follow instructions/label. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during an intervention for peripheral artery disease in one of the patient¿s legs (unspecified), the tip of the flexor high-flex ansel guiding sheath introducer broke off inside the patient during removal. The physician endovascularly removed the broken tip with a snare. The patient was placed in overnight care for observation at the hospital. The patient¿s anatomy was reportedly tortuous and calcified. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.